Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is conservatively filed for a cardiac arrest and chordal rupture. It was reported that the initial mitraclip procedure was performed on (B)(6) 2022, to treat degenerative mitral regurgitation (mr) with a grade of 4. One clip was implanted reducing the mr to 1. There was no device malfunction or adverse patient effect. On (B)(6) 2022, the patient returned to the hospital for a cardiac arrest. A transesophageal echocardiogram (tee) showed a ruptured chord. The mr increased by approximately 1-2 grades due to the chordal rupture. In the physician's opinion the cardiac arrest and chordal rupture were not due to the mitraclip system or procedure. The cause of the event is unknown, and was possibly due to disease progression. The clip remained stable on the leaflets. The patient was hospitalized for prolonged period. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on available information, the cause of the cardiac arrest and reported tissue injury were unable to be determined. The reported mitral regurgitation was due to the tissue injury. The reported patient effects of mitral regurgitation, tissue injury, and cardiac arrest as listed in the mitraclip system instructions for use are known possible complications associated with mitraclip procedures. The reported hospitalization was the result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling. H6: patient code 4451 added for recurrent mitral regurgitation.